Event description:
A pt was set up on the type-s on the varian exact couch. The exact-bar is permanently attached to the type-s and it was attached to the table. The therapist pushed on the exact-bar to make sure it was secure. The pt laid down on the type-s, but pt was too high, so they asked pt to move down so they could get the mask on. When pt did that, pt and the type-s fell head first off the head end of the couch. According to the therapist, the pt did not have any visible injuries. Pt got up off the floor by themselves, but they sent pt to have a CT.